Event description:
The customer called into technical support (ts) reporting that the device has a dim display, requesting parts ID for the user interface and lcd assembly. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part identification for lcd assembly and ui assembly per the customer's request. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter. A review of service history found no parts were ordered or service requested, and the case was closed.